Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump weren't working. Customer took the battery in attempt to resolve the issues but anomaly persisted, no alarm is display on the device. Customer stated the time on the device has advanced. Customer stated she noticed the keypad anomaly when she was attempting to bolus for her breakfast meal. Customer's blood glucose was 130 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.